Manufacturer narrative:
Analysis of the sys 9730749 cart treon view 220v pls (serial #: (B)(4)) found a failure with the axiem emitter, as it did not work properly. Product event summary #axiem. Concomitant medical products: other relevant device(s) are: product ID: 9660651, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that it was reported that the axiem doesn't work. There was no patient present.